Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for high impedance counts. Tremd data indicated alarge variability in the rv lead impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for high impedance counts. Tremd data indicated a large variability in the rv lead impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the lead had a cosmetic depression in the outer insulation, the outer insulation was breach cut, there was blood (not obstructed) in the proximal conductor. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead 2010 (B)(6). (B)(4).